Event description:
It was reported that the patient presented in the emergency room after receiving a shock. The device was intermittently pacing in the right ventricle, and could not send a transmission through the transmitter. It was noted that the implantable cardioverter defibrillator was in backup vvi. Programming changes were made, and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a shock. It was noted that the implantable cardioverter defibrillator was in backup vvi. Programming changes were made, and the patient was stable.